Event description:
The pt underwent pelvic reconstruction surgery within the past one and a half years. The sutures were placed in the sub-epithelial area and somewhat close to the surface of the vaginal epithelium. It is not clear if the sutures had been placed by passing through the vaginal vault. Post operatively, the pt experienced discharge from the perineum and vaginal opening. Physician reports that vaginal erosion seemed to have occurred. Pt was brought back to the operating room for removal of the sutures.